Event description:
It was reported that a patient was experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and catheter dysfunction (no further information provided). The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with intravenous vancomycin (dose, frequency, and duration not reported) for peritonitis. At the time of this report the patient¿s catheter remained in place and action taken with therapy had not been reported. Also at this time, the patient remained hospitalized and had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter¿s address (B)(6). The reporter¿s phone number was reported as: (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on the day of onset, the patient was hospitalized for the peritonitis event. On an unknown date; dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis with a translumbar catheter. On an unknown date, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event (previously the outcome was reported as not recovered). Should additional relevant information become available, a supplemental report will be submitted.